Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.

Event description:
A customer reported that during an ivc filter placement procedure in the patients right brachial vein, the filter had resistance when advancing the cartridge otw and again when using the dilator to push the filter into and through the sheath. When the filter was in the sheath and near the cephalic arch, the filter got stuck and would not advance. All components were removed and the filter had kinked and started to pierce through the side of the deployment sheath. A new kit was used and the filter was placed successfully with some resistance in the same cephalic arch area. It was noticed that there was no pin in the filter/cartridge out of the packaging. There was no patient injury.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review. The customer returned the pusher wire, cartridge with no filter inside, delivery catheter sheath, and dilator. There was no damage found to any of the returned components. The dilator encountered resistance upon insertion into the sheath and could not advance beyond approximately 16 inches from the proximal. Upon cutting the delivery catheter sheath, it was confirmed that the filter was stuck inside. The complaint is confirmed. The most probable cause for the filter being stuck inside of the sheath is the filter striking the sheath's lining during advancement, damaging the lamination of the sheath. A borescope was used to examine the inner lining of the sheath. Upon examination, there were straight cuts found. A sustaining engineering project has been initiated to investigate the root cause of the delamination issue and to implement a corrective action. Additional information provided in h.3., h.6. And h.11.

Manufacturer narrative:
This supplemental report corrects the date received by manufacturer (g.3.) In the previous supplemental MDR [0001625425-2024-00976] from mar 13, 2025 to mar 17, 2025.